Event description:
Pt was in open heart surgery. Returned from or with intra-aortic balloon pump in place and anesthesia bagging. Pt was placed on ventilator. Settings were tv600 simu/10 peep5 f102 100%. Pt had 8.0 et tube at 22 cm at the lips. Pt's blood pressure dropped suddenly, pap pressure increased. CPR was started. Pt was removed from ventilator and bagged. Pt was stabilized and placed back on ventilator. Chest x-ray showed right pneumothorax, chest tube placed. There was a leak in humidifeir chamber and rlp bypassed the chamber. Pt was receiving proper volumes. Pt's blood pressure again dropped and pap increased. Pt was removed from ventilator and CPR initiated. Ventilator changed to another's. No further problem noted. Ventilator taken to respiratory care department and taken out of service. MFR notified 12/30/94 and here on 1/3/95 to evaluate device. Initial assessment performed, unable to recreate event. Ventilator was found to be out of calibration by the MFR - ventilator sent to MFR for further evaluation. Pt stable and expected discharge by 1/7/95.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-94. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure, modification of device, inherent risk of procedure, alarm - audible, alarm - high inspiratory pressure, alarm - volume. Conclusion: device failure indirectly caused event, device was out of calibration, device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided. The device was not destroyed/disposed of.